Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic surgery, the device was not functional. The device did not fire, it was impossible to staple with it although the surgeon was able to press the green button and squeeze the handle. The surgeon changes the handle and reload to complete the procedure. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.